Manufacturer narrative:
The lot was manufacturer between june 12, 2019 and june 14, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix valve set was leaking unspecified drug solution. This was observed during priming and verification. It was further reported that the connector that connects from the valve assembly port to that bag came out from the rubber tubing. There was no patient involvement.  No additional information is available.